Event description:
A complaint was reported to baxter (B)(4) regarding the light sensitive drug set in which holes were noticed in the back of the packaging and the product lost sterility. The incident happened before use, no patient is involved. There was no patient injury or medical intervention necessary. No additional information is available

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed as a hole was observed in the packaging. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. This issue has been escalated to CAPA.